Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro analyzer, and identified the failure mode as a defective ise preamp circuit board. The fse replaced the ise preamp circuit board to resolve the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results on sodium (na), chloride (cl), potassium (k), carbon dioxide (co2), calcisum (calc) for two (2) patients and results flagged with ion-selective electrolytes (ise) sample reference drift on their dxc 600 pro analyzer. The low patient results were not reported out of the laboratory. The samples were repeated on another dxc analyzer with results inconsistent with original runs. There was no indication of patient treatment impacted. Quality control (qc) was within their established range before the event. The customer verbally provided results for two (2) patient samples. No patient demographics were provided.